Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 2 openings assessed as surgical damage. Anxiety product/procedure: unable to observe as it is not related to the device. Other-technical: broken observed assessed as unidentified (tear) opening. Additional observations: creases were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side deflation and implant removal from textured to smooth due to the concerns of the product. Healthcare professional also reported "'hole on patch side" and "plug strap separated." Device has been explanted.

Event description:
Healthcare professional also reported "'hole on patch side" and "plug strap separated." Device has been explanted.